Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A replacement part, speaker assembly, was shipped to the customer to repair and resolve their issue.

Event description:
It was reported the loudspeaker does not produce tones. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
It was reported the loudspeaker does not produce tones. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A replacement part, speaker assembly, was shipped to the customer to repair and resolve their issue.